Event description:
It was reported that errors appeared and alarming occurred during test; there was also lens damage observed. No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product is beyond 21 (twenty-one) years from manufacture date of 2001-02 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous 9 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked case and missing upper back label. Functional testing found the device displaying "1261" and goes into "1260" error code alarm message during the investigation. The issue was caused by fluid ingression on microprocessor unit board. Microprocessor unit board and scratched lcd lens will be replaced. The root cause of the reported issue was found to be contaminated by fluid ingression on mpu board - user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: h4: correction: device manufacturing date: 07-feb-2001. D4: correction: model number: 6400.